Event description:
The customer reported that while pipetting an hbsag plate on summit the tech observed that no diluent was added to wells f1, g1, and h1. No error code was generated. No death or serious injury was associated with this complaint.